Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a break in aseptic technique, further described as the patient not wearing a mask during peritoneal dialysis (pd) therapy, which caused peritonitis. The patient was hospitalized for the reported event. The treatment for the peritonitis included injection of reflin (1gm, route and frequency not reported) and amikacin (125mg, route and frequency not reported). The patient was reported to be recovering from the peritonitis. Additional information was requested, but is not available at this time.